Manufacturer narrative:
(B)(4): according to the complainant, the suspect device is not available for return, due to contamination. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis post polypectomy in the colon. According to the complainant, the physician attempted to use the clip to prevent post polypectomy bleeding. However, the clip would not open. He was able to remove the device and use another resolution clip device successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.